Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 582 mg/dl at the time of the incident. The customer was treated with manual shot. The customer reported that they had no delivery during the priming. The troubleshooting was performed and was assisted with in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.